Event description:
It was reported to boston scientific corporation on august 20, 2009, that stone retrieval grasping forceps were used for a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, grasping forceps were deployed to retrieve a portion of detached fiber from the scope. One prong of the grasping forceps detached in the scope. Another stone retrieval grasping forceps was used to successfully remove the prong. There was no patient contact, and no complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).